Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Additional information regarding corrective actions taken by the customer or support team was not provided.